Event description:
During baxter's review of the event history of another report, it was found that failure code 810:11 in channel a interrupted delivery on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A labeling review was performed and the labeling was found to be adequate and no use/user error was suspected. Evaluation summary: the condition of a colleague infusion pump with a failure code of 810:11 was confirmed by baxter personnel in the pump's event history. The root cause was assigned not identified. No repairs were made. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.